Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the tissue was not exposed enough, but firing was done. Closing of the tissue could not be done properly, so the staff used 2 cartridges and eea31. Six days after the surgery, a leak was found from the anastomosis part with dst. Re-operation was done. The patient's condition is stable.